Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight increased"). In 2018, the patient experienced asthma ("asthma"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic fallopian tubes removal performed.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased and asthma outcome was unknown. The reporter provided no causality assessment for asthma, medical device removal and weight increased with essure. The reporter commented: her symptoms have been examined but reason has not been found, and ended up to essure removal. According to reporter, the patient was informed that it is not sure that her symptoms will be disappeared. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.